Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. Customer did not mention any symptoms. They do feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 300 mg/dl. Customer current blood glucose level was 436 mg/dl. Customer reports they have not contacted their hcp regarding high blood glucose reading. Customer treatment was with insulin pump. Customer did not mention air bubbles or leaks. Customer decline reporting bolus wizard programmed accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was bent. The insulin pump did not perform high pressure test. Insulin pump will not be returning for analysis.